Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, and "hardening."

Event description:
Patient reported left side rupture, pain, and hardening. The device remains implanted.

Event description:
Device has been explanted.